Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported "presence of marked radial folds in absence of intra or extracapsular prosthetic rupture¿ and ¿modest amount of prosthetic effusion¿ the device has been explanted.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: weight to the spec, deformation, crease flat, wear abrasion and opening. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: an opening sharp in the posterior side assessed as unidentified (tear) opening."

Event description:
Healthcare professional reported left side "presence of marked radial folds in absence of intra or extracapsular prosthetic rupture¿ and ¿modest amount of prosthetic effusion¿ the device has been explanted and replaced.